Event description:
Pt augmented with 450cc mentor gel filled mammary prosthesis. Pt dissatisfied with size; too small. Pt's implants removed intact. No problems. Pt augmented with 600cc mentor gel implants.